Manufacturer narrative:
This is the final report.

Event description:
A report was received that a patient underwent a pocket revision procedure due to the ipg being located in an uncomfortable location in the middle of her back. The pocket site was relocated and the patient was reportedly doing well.